Event description:
It was reported that the patient suffered from laryngitis. The patient underwent a fibroscopy due to their "larynated symptoms" which identified paralysis of their vocal cords. The patient's vns generator was disabled due to the vocal cord paralysis and the symptoms of vocal cord paralysis improved with the disablement. The physician reported that the vocal cord paralysis occurred in both vocal cords (left and right) and was not related to the implant surgery. The physician assessed the vocal cord paralysis to be related to the stimulation as the symptoms resolved one hour after stimulation was disabled. No further relevant information has been received to date.